Event description:
An altitude alarm was reported for the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer, who had encountered the issue previously, was following necessary precautions to prevent altitude alarms. Technical support decided to replace the pump, and in the meantime, the customer opted to use manual daily injections as a backup therapy. The customer was also interested in obtaining an out-of-warranty loaner pump.